Event description:
It was reported that customer observed damage to rack pushrod, including melted pushrod and surrounding gasket. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding further actions or outcome.